Event description:
As reported by our edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a sapien 3 ultra resilia (s3ur) valve, upon withdrawal of the 14fr esheath+, the distal tip was observed to be torn. There was no resistance noted during insertion of the esheath+ or delivery system. There was also no difficulty during delivery system withdrawal or esheath+ removal. There was no patient injury. The procedure was completed, and the patient remained in stable condition with no vascular complications. Imagery was received for evaluation. Per imaging evaluation, the esheath+ distal tip was opened but torn.

Manufacturer narrative:
The investigation is ongoing.